Manufacturer narrative:
Date of report: 14jun2019. Date received by manufacturer: 22may2019. The reported issue was confirmed. Touch screen calibration was performed in maintenance mode. It was reported that the touch screen was not sensitive. It was reported that the issue was resolved. It was reported that the touch screen was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 15oct2019. Report date: 17oct2019. The touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed in a test ventilator in an attempt to duplicate the reported problem. Further investigation revealed that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a touch screen failure. The device was reported to be in clinical use at the time the issue was discovered. There was no patient or user harm reported.